Event description:
It was reported that during a stenting treatment procedure, deployment issues were encountered. An unspecified size wallstent endoprosthesis with unistep plus delivery system was selected for use. Upon stent deployment, it was noticed that the stent was not deploying or "flowering correctly." Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).